Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead had dislodged. There was no sensing or capture and ventricular signals on the atrial channel. The ra lead was explanted and replaced. The patient was stable.